Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported incomplete coaptation/slda appears to have been a result of challenging patient anatomy. The reported patient effect of unchanged mitral regurgitation (mr) appears to have been a cascading event of the reported incomplete coaptation/slda. The reported patient effect of unchanged mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted thin posterior leaflet and thick anterior leaflet. The first clip delivery system (ntw cds 00806u175) was advanced to the mitral valve; however, the clip could not grasp both leaflets. Therefore the cds was removed with the clip attached. The procedure continued with an xtw clip (01106u142). The clip was deployed; however, the clip became detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). Additional treatment was not provided. The physician stated the cause of the slda is due to pre-existing patient anatomy. One clip was implanted, and mr is 4. There were no adverse reported patient effects and no reported clinically significant delay in the procedure. No additional information was provided.